Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead experienced hard breathing and diaphragmatic stimulation. High pacing threshold measurements were observed. An invasive procedure was performed and it was found the lead had slightly pulled back from the original position. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.